Event description:
The customer reported that there was an 'overload fault' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and hv tank were evaluated and replaced. The hv cables were also re-lubricated and reseated into the x-ray tube. The system was tested and found to be working as intended and returned to service.